Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument tips were not holding up; they were loose. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (portion that enters the patient), and it had loose tips. There was no piece from the distal end of the instrument detached/broken off. There was no need to remove the instrument with the cannula together. The port incision was not increased in order to remove the instrument and cannula. No material fell into the patient¿s body during the surgical procedure. There was no injury to the patient. The instrument is available for return to isi for evaluation. The patient demographic and other patient-related information were not available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.